Manufacturer narrative:
It was reported to abbott, a rep discovered a patient¿s ipg was at end of life. The ¿replace generator ¿message was observed on the clinician programmer. The patient's caregiver, his sister said she thinks her brother took a fall and has been without therapy since then (more than 6 months ago). Replacement surgery was approved but is pending scheduling. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Correction: section h6 - health effect - impact code was changed from 4610 to 4611.

Event description:
It was reported patient lost effective therapy due to ipg being inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Section b3: date of event is estimated.